Manufacturer narrative:
(B)(4). The investigation was completed on 10/21/2014. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.09 on a (B)(6) male patient who presented with shortness of breath. There was no additional patient information available at the time of this report. Time: method result sample11:20 I-stat 0.09 a11:31 I-stat 0.00 a11:42 I-stat 0.00 bthere were no injuries reported with this event. The investigation is underway.